Event description:
The user reported the centrifugal pump battery module would not charge as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in process, but not yet concluded.